Manufacturer narrative:
(B)(4). Additional information: the device was manufactured from april 30th to may 1st of 2015. The actual device was not available; however, a companion sample was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A pull test was performed, and separation was noted between the filter and the snap-on filter backing. The reported condition was replicated in the companion sample; however, the device was found to be within product specification. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). User facility / importer report number: mw5057663. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the micron extension set's filter cover came off the sets filter. This was identified during set-up. There was no patient involvement. No additional information is available.